Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem), d1 (brand name), d2a (common device name), d4 (lot number, catalog number, expiration date, unique identifier (UDI) #), h4 (device manufacture date) and h10 (additional MFR narrative) have been updated based on the additional information received on november 17, 2022. Block h6: medical device code a15 captures the reportable event of clip unable to deploy. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of premature deployment (yoke is attached to the control wire). The clip assembly was returned in a separate bag. Additionally, the device was returned without the over-sheath. Microscopic examination was performed, and it was found that the clip had the first activation performed, and the bushing had hit marks. No other problems with the device were noted. The reported event of clip unable to deploy was not confirmed. Investigation found that the yoke was returned attached to the control wire, this could be due to operational factors during the procedure such as trying to open the clip once it was already activated. Regarding the hit marks found on the bushing, this is likely due to the interaction between the yoke and the capsule, in order to deploy the clip. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2022. During the procedure, the clip was unable to deploy. The procedure was completed with a resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on (B)(6) 2022. During the procedure, the clip was unable to deploy. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the manufacture and expiration dates are unknown. Medical device code (B)(4).